Event description:
It was reported that the patients left knee has been buckling a week after surgery. Patient has pain 4" below the knee and on the outside of the knee. Surgeon stated to patient that the thigh muscle is weak.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: there is no evidence provided of any implant or instrument related issue. The patients knee condition is complicated by concomitant spinal disease with neurologic symptoms and signs ipsilateral to the operative knee. She also has a history of a fall in the post operative period after which her knee symptoms began to worsen. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patients left knee has been buckling a week after surgery. Patient has pain 4" below the knee and on the outside of the knee. Surgeon stated to patient that the thigh muscle is weak.